Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the entire pump system was explanted on (B)(6) 2008 due to the patient¿s body was not able to tolerate the device and he developed meningitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.